Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the reported event via the error log. Next, fse ran rack rotation twice, and the pusher foot jammed on the way back to home sensor. The problem was resolved by cleaning and lubricating the rails and bearings of the sample loader. The device was validated by running rack rotation for fifteen minutes without errors. The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 27oct2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-2000 operator's manual, under appendix a- error messages was reviewed. 4301 sample loader x2 home detection failure: the aia-2000 operator's manual indicates that the 4301 sample loader x2 home detection failure error message is generated when the home sensor fails to activate after the sample loader x2-axis moves toward the home position. New measurement will not start. The operator is instructed to remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the sample loader requiring lubrication.

Event description:
The customer reported receiving "4301 sample loader x2 home detection failure" errors on their aia-2000st analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), follicle stimulating hormone (fsh), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.